Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was peeled at approximately 165cm from the dreamwire end. The guidewire was also kinked at 6.5cm from the jagwire end. The distal tip of the metal core wire was not exposed. The complaint is not consistent with the returned guidewire since the core wire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during procedure, the hydrophilic tip became detached, exposing the tip of the metal corewire. The procedure was completed with a different guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during procedure, the hydrophilic tip became detached, exposing the tip of the metal corewire. The procedure was completed with a different guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.